Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient was in atrial tachycardia. The procedure was cancelled. During a left atrial appendage (laa) watchman implant procedure indicated for a case of non-valvular atrial fibrillation (nvaf), a versacross connect kit was selected for use. The patient was administered half a dose of heparin prior to the transseptal puncture. The physician experienced difficulty performing the transseptal which was attempted twice but unsuccessful due to poor imaging. Hence, the physician removed the versacross device and used a nrg transseptal needle along with a non-boston scientific sheath (sl1). A minimal tent was obtained and the transseptal went successful. It was noted that the patient blood pressure dropped and went in atrial tachycardia. The procedure was aborted and the patient was sent to intensive care for further monitoring. A computed tomography angiography confirmed a hematoma surrounding the aortic root. The device is not expected to be returned for analysis.the patient has recovered and been discharged. In the physician opinion, there was no malfunction or contribution from the versacross device but unknown if from nrg device.